Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the tubing had been cut by the customer. No nonconformances were observed. The tubing was reconnected to the device, and functional flow testing was performed. The device operated according to specifications. The reported condition was not confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was returned and is currently in the process of being evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed in a basal/bolus infusor. This occurred during a patient infusion of an unknown drug. The reporter stated that the no flow appeared to be located in the patient line. There was no patient injury or medical intervention associated with this event. No additional information is available.